Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer states that the speaker is not functioning properly and the volume will not adjust. Alarm sound is very low and will not increase properly. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device it was found that no audio was being emitted from the front speaker. During testing the watchdog alarm sounded; in this condition the end-user is notified and the device is rendered non-functional and unable to engage in monitoring activities. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit no prior events related to this failure mode have been reported.